Event description:
Same case as MDR 2134265-2012-01569. It was reported that post a percutaneous transluminal coronary angioplasty procedure, allergic reaction occurred. The physician implanted two promus element plus stent in the left anterior descending artery. Thirteen days post procedure the patient presented with swelling and redness of tongue. One day later,the patient was hospitalized due to difficulty swallowing and speaking. Neurological and ears, nose, and throat tests confirmed there was no stroke or infection. Patient was taken off of plavix, prasugrel, and aspirin and placed on steroids and antibiotics. Patient was released from the hospital eight days later.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).